Event description:
After buniectomy with smartpin implant patient suffered chronic pain, swelling and inflammation. The symptoms appeared 4-6 months postoperative. Total bone absorption and had the allograft done and remaining parts of pins were removed.